Manufacturer narrative:
This report is submitted on june 6, 2023.

Event description:
Per the clinic, the patient underwent a seroma drainage procedure on (B)(6) 2022 and was also treated with oral antibiotics (specific date and duration not reported). The issue has resolved. The implanted device remains.